Event description:
According to the available information, while implanting the altis sling, the static anchor was placed in the patient's left side first and then when moving to the right (dynamic) side, the introducer was counter rotated and the anchor came off. The suture was cut off from the static side and the anchor was left in the transobturator membrane. A new altis was implanted with no problems. The patient anatomy was reportedly normal.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.